Event description:
A customer reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer confirmed that the infusion set line, site, and cartridge were not obstructed and resumed insulin, resolving the issue without the need for additional assistance.